Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had a crack in it that allowed liquid to leak out with drawing up diluent into the pfizer vaccine. The following information was provided by the initial reporter: "immunizer mixing diluant with vaccine (pfizer product) when plunging diluant , liquid began leaking from syringe. Writer noted hair-line crack in syringe following mixing."

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had a crack in it that allowed liquid to leak out with drawing up diluent into the pfizer vaccine. The following information was provided by the initial reporter: "immunizer mixing diluant with vaccine (pfizer product) when plunging diluant , liquid began leaking from syringe. Writer noted hair-line crack in syringe following mixing."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/2/2021. H.6. Investigation: two photos and one loose 3ml syringe (p/n 309657) were received. The sample was visually evaluated. A vertical crack extending from the 0.5ml numeral down to the 1.5ml numeral was visible. Additionally, exterior scuffing was seen outside of the print area to the right of the 2ml and 2.5ml numerals along with a visible nick on one of the plunger rod ribs. The syringe was non-conforming per product specification. Potential root cause for the barrel cracked and plunger rod damaged defects are associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.